Event description:
Patient developed erythema and edema with some induration two weeks after latest treatment with bovine collagen. The physician has prescribed topical cortisone cream, topical cyclosporin ointment and oral antihistamine.